Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a routine device exchange procedure, episodes of oversensing were noted on the device. The device was reprogrammed in (B)(6) 2021 which resolved the event. The patient was stable.